Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information and patient weight. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient had an unrelated surgery prior to which the ipg was not placed in surgery mode. Afterwards, the ipg was inoperable. Surgical intervention occurred during which the ipg was explanted and replaced to address the issue.